Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient¿s implant was not turning on during the morning of the report and it would intermittently work. The patient turns his stimulation off at night, and on the morning of the report it didn't feel like it was working. His patient programmer was showing that the implant is on, but he couldn't feel any stimulation and he had it turned up pretty high. He wasn't feeling stimulation, so it felt like the stimulator was off. The patient had increased the parameters and he intermittently felt the stimulation working. The patient met with the health care provider and manufacturer representative on (B)(6) 2017 for troubleshooting. There were out of range impedances. The patient complained of a loss of spinal cord stimulation. An impedance test indicated that 11 out of the 16 electrodes were out of range and greater than 10,000 ohms. Contacts 0-4 were all within normal limits. The patient denied any falls, trips, or anything where the leads could have been harmed. The manufacturer representative reprogrammed the patient onto the leads that were within normal limits and got coverage on the left side and the low back where the patient has worse pain. The issue was not resolved at the time of the report, and no surgical intervention occurred. It was unknown if surgical intervention was planned. The patient has a follow-up with their health care provider on (B)(6) 2017. There were no further complications reported or anticipated at the time of the report.

Manufacturer narrative:
Product ID: 977a260, lot# va0pwl9007, product type: lead; product ID: 977a260, lot# va0pwl9008, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, lot# va0pwl9007, product type: lead; product ID: 977a260, lot# va0pwl9008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was a lead migration/dislodgement. On (B)(6) 2018, the patient was scheduled for a lead revision, but this was cancelled due to a case of shingles; the patient was found to be clear of shingles during an office visit on (B)(6) 2018 and the procedure was rescheduled. Interventions taken included explanting and replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient is scheduled for a lead revision on (B)(6) 2018. The reason for the revision is what was previously reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the full system was being explanted and replaced due to the out of range issue reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0pwl9007, product type: lead. Product ID: 977a260, lot# v a0pwl9008, product type: lead, product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# (B)(4) serial# implanted: explanted: product type lead product ID 977a260 lot# (B)(4) serial# implanted: explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory analysis of the ins (B) (4) found insignificant anomalies. Analysis of the lead (B)(4) found all conductors broken 19.9 cm from the distal end. Analysis of the lead (B)(4) found conductors #1, 4, 5, 6 and 7 were broken 19.2 cm from the distal end. If information is provided in the future, a supplemental report will be issued.